Event description:
It was reported "device fired but did not show suture in window when advanced. The next device fired, and the needle failed toretract fully. We then switched to another". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). A visual inspection of the returned device was conducted, and the following observations were made : received in tray, pusher not de ployed, cutter not deployed, needle trigger retracted, re-tract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) ready to deploy, distal tip undamaged, unsheathing pawl not engaged with suture spool, shuttle not en-gaged with needle spool, suture ferrule in place, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancies were observed :, suture buckled - out of track, capsular tab (CT) did not unsheathe, needle damaged: the needle tip is bent inward, needle damaged: the needle is bent and broken near the needle spool. Refer dimensional inspection for additional detail. Needle not fully retracted : the needle was unable to retract fully. Tretracted:s found to be bent approximate-ly 40.17 mm from the needle spool. The needle was found to be broken approximately 50.85 mm from the needle spool. The break interface of the broken needle is irregular, and it is not possible to determine if there is any missing material to report. Any possible missing material is estimated to be less than 1 mm in length. The needle was found to be partially retracted approximately 19.83 mm from the distal tip. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. A device history record review was performed for the associated lot. There were no relevant findings. The customer report of ; "needle failed to retract fully " was confirmed. Confirmation is based on the broken needle near the needle spool due to a bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This I nvestigation has determined that the device encountered the following failure modes: ul - needle damaged : the needle occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul - CT did not unsheathe : the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "device fired but did not show suture in window when advanced. The next device fired, and the needle failed to retract fully. We then switched to another". No patient injury or consequence reported. The patient's current condition is reported as "fine".